Manufacturer narrative:
Method: actual device not evaluated. Result: no results available since no evaluation performed. Asp investigation summary: the investigation included a review of device history record (DHR), concomitant product evaluation, trending of lot number, and system risk analysis (sra). DHR could not be performed without lot number available. Trending analysis by lot number could not be performed without lot number available. The sra indicates the risk associated with hazard of quality problem with no impact on safety is "low." The product was not returned; therefore, no visual analysis was performed to confirm the event. Field service engineer (fse) visited customer site and found no issues with the concomitant sterrad 200 unit. Customer reported to fse that they were having issues with the tray used in the loads. Fse recommended that the tray was old and in bad shape and advised the customer to purchase new trays. Additionally, the customer reported the chemical indicator strips were processed in a heavy load and the strips are stored in an open cup, exposed to light. The customer was educated to follow instructions for use (IFU) for storage and usage of strips, as well as guidance on proper loading of the sterilzer. Assignable cause could be related to several contributing factors, including tray usage, load processing, and product storage. The issue will continue to be tracked and trended.

Manufacturer narrative:
Brand name - the correct brand name is sterrad® chemical indicator strip. Common device - the correct common device is indicator, chemical. Catalog number - the correct catalog number is 14100.

Event description:
A customer reported a sterrad® chemical indicator strip did not change color correctly after a completed sterrad® 100s cycle. The affected load was reprocessed. There was no report of infection, injury or harm to patient(s) associated with this issue. Although there is no report of patient injury or harm and no prior incidents have resulted in serious injury, advanced sterilization products (asp) has determined in this situation sterility cannot be assured. Therefore, as a matter of policy asp had decided to report all incidents of sterrad® chemical indicator strips not changing color correctly.

Manufacturer narrative:
Initial report stated a sterrad 100's was involved in this issue. The corrected information should state a sterrad 200 unit was involved. The statement should read: a customer reported a sterrad® chemical indicator strip did not change color correctly after a completed sterrad® 200 cycle.